Manufacturer narrative:
The reported 2.9 osteoraptor anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out after being implanted. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the bone that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a right shoulder stabilisation, a 2.9 mm osteoraptor anchor failed; the anchor was implanted but pulled out while the knot was being tied. Another anchor was used after drilling an additional tunnel. The surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.